Event description:
Healthcare professional (hcp) reported that a patient experienced "active flu (not device related) process manifesting inflammation without pain in the forehead (late onset nodule)" a year and two months post injection in the f1, f2, f3 with juvéderm® volbella¿ with lidocaine. Treatment included ciprofloxacin , zamene. Symptoms ongoing/unresolved. This is the same event and the same patient reported under emdr-16814. This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.